Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented for planned percutaneous coronary interventions (pci) and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 100% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x28mm taxus element stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chronic renal failure, congestive heart failure and died. No action was taken to treat this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the site confirmed the chronic renal failure as the primary cause of death. No autopsy was performed. The events were unrelated to the study device as the congestive heart failure and the renal disease were pre-existing conditions.

Manufacturer narrative:
(B)(4).